Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 83-year-old female with right heart failure was implanted with an impella cp and an impella rp for mechanical circulatory support. The rp was found to have a kink during insertion. In addition, the rp stopped after a day of support when moving the pump from femoral to axillary insertion. This move was due to the leg flow being compromised at the cp insertion. The pump stop was due to the team stopping the pump per conversation with field service representative.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03147 was provided. Note: corrected information provided in h6 is an addition to previous coding.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation the root cause of the pump unable to start was a kinked cannula due the pump being inserted too deep. The pump was pulled back and successfully restarted.